Event description:
Unomedical reference number (B)(4). Event occurred in the colombia. Patient reported crimped cannula. The site of location was abdomen. The infusion set was in use for 1day. Patient replaced infusion set and resumed insulin successfully no further information available.